Event description:
It was reported by repair work order that the cot would not raise up when loading into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.